Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the lcb (light carrying bundle) fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the lcb distal cover glass fluid damage, the lcb (light carrying bundle) broken, the ccd module with drive pcb cloudy (not clear view), the objective lens cloudy (not clear view), the lcb distal cover glass cloudy (not clear view), the suction channel buckled, the insertion flexible tube leak, and the remote control buttons cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).